Manufacturer narrative:
Submit date: 01/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a needle. The customer reports this blunt needle was not used during implantation. The complaint states that the needle was seemingly faulty. When drawing fluid out of the reservoir during preparation, air bubbles were constantly appearing in the tubing. When filling the reservoir with fluid. When filling the reservoir with fluid, slow leak drips were leaking from the side of the needle tip.